Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that approximately three months ago patient noticed the increase in recharging. Patient reported charging their ipg for about 5 hours every day to maintain the therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.